Event description:
It was reported that a bridge bolus was not performed. The caller wanted to remove the system contents, so the patient would not be locked out from using the personal therapy manager (ptm). It was noted that the bridge bolus was missed. The pump was being used to deliver hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).